Event description:
Post transapical sapien valve placement, the left coronary artery was occluded requiring stent placement. Initially, the patient¿s left coronary artery (lca) height was borderline low, 9.8mm. In addition, the right coronary artery (rca) was noted to be occluded. Therefore, prior to the procedure, the lca was wired and ballooned. The initial goal for valve placement was to deploy slightly ventricular, as to not create an occlusion of the lca. However, during valve deployment, the valve landed 80/20 aortic/ventricular a/v, causing a partial occlusion. There was trace paravalvular leak (pvl) and trace central aortic insufficiency (cai). Because of the already compromised rca, a coronary stent was then placed as a precaution in the lca. The patient was in stable condition. The aortic placement was attributed to the operator not adding ventricular pressure to the system during deployment, and moving the delivery system slightly aortic. The native annulus diameter was 21.8, the sinotubular junction (stj) was 24mm with no calcification, and the sinus of valsalva (sov) was 27mm. The native valve was severely calcified. The patient¿s ejection fraction (ef) was 60%, and there was moderate mitral annular calcification (mac).

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (<4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the recommended minimum coronary height for a 23mm sapien is 10mm. In this case, the patient¿s lca height was 9.8mm. The too-aortic placement of the valve was attributed to the operator not adding ventricular pressure to the system during deployment, and moving the delivery system slightly aortic. The aortic placement of the valve, in addition to borderline ostial height resulted in the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.